Manufacturer narrative:
The initial MDR 2432235-2016-00788 was filed on december 20, 2016. Additional information (11/30/2016): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse found blockage at the water tap. The cse cleaned the water trap and clean waste reservoir. Cse performed daily cleaning. No further issues were found with the instrument. The cause of the discordant, falsely elevated cardiac troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contracted a customer care center (ccc) specialist. The customer stated that three results were reported from the lab before a hardware issue flagged on the instrument. Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin (ctni) results were obtained on an advia centaur xp instrument on three patient samples. The initial results were reported out to the physician(s). One patient was treated with thrombolysis. It is unknown which sample ID was treated. The customer repeated the same samples on an alternate advia centaur xp instrument, resulting lower. The customer issued corrected results to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated cardiac troponin results.